Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient having l4-5 spinal therapy for an indication of l4-5 adjacent in tervertebral disorder. The patient had initial surgery of l5-s tlif for s4 and pc on (B)(6) 2012. It was reported that all s4 screws in l5-s were removed (4 units in total, 2 units of rod) in this surgery, then l4-5 decompression and ib were performed and pt was installed. After installing the screw in the hole of l5, and the l4 screw, the rod was tightened. There were no problems in l4-5 on the left side until the rod was tightened, and the screw was cut on one side. The right side screw was installed without any problems. After that, the tab of l4 screw was broken when the set screw was tightened during rod measurement and rod installation. The set screw could not be temporarily fixated using the counter as is and the set screw did not close, so removing the screw damaged the screw head. Upon checking the broken tab, a portion of the screw head was attached together with the tab (it was confirmed that there were no debris remaining in the surgical field), and a portion of the head on one side of the screw head was damaged from the tabs. There was a delay of less than 60 mins reported. There was no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #(B)(4). Lot# h5952398. Visual and optical examination identified it appears that part of the tip of the screw has been broken off. The metal deformation gives indication that the failure was the result of overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.